Manufacturer narrative:
No further follow up is planned. Evaluation summary: the male patient reported that his humapen luxura device was leaking from the needle after injection and he did not receive the insulin dose. He experienced increased blood glucose levels. The device was not returned for investigation (batch 1010b01, manufactured october 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of for the batch did not identify any atypical trends with regard to device leaking after injection or dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, with additional information from initial reporter, concerned a (B)(6) male patient of unknown age. Medical history included cerebral thrombosis. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) subcutaneously injections (humalog mix50 cartridge) via reusable pen humapen luxura (burgundy) for the treatment of diabetes mellitus since approximately 2010. The initial dosage regimen was 6 unspecified units each morning and 8 each evening. His physician changed it to 10 unspecified units twice a day, then 14 each morning and 12 each evening. Under physician consent, he can inject more or less depending on his blood sugar levels. Exact time to onset unknown, but approximately on (B)(6) 2016 (two or three months ago) he had a problem with the reusable pen (product complaint (B)(4)/lot 1010b01), it broke; did not administer his insulin lispro 50/50 and did not use another pen. On (B)(6) 2016, he experienced high blood sugar levels and was hospitalized for several days his fasting blood glucose (fbg) was 6-7 and his postprandial blood glucose (ppbg) was 11-13 ( no units were provided). Further information regarding exact time of entrance, discharge date or outcome from the events, was not provided. Insulin lispro 50/50 treatment was continued after dose adjustment. The patient was the operator of the humapen luxura and his training status was not provided. The humapen luxura model duration of use was not provided but was approximately more than 5 years ago. The device was not returned. The reporting consumer did not know if the events were related to insulin lispro 50/50 or reusable pen. Update 02-jun-2016: upon review, this case was opened to add the medwatch fields and product complaint number for regulatory reporting. The improper use and storage was updated to yes. Update 08-jun-2016: information received on 03-jun-2015 from initial reporter in respond to medical questionnaire. Added; laboratories results of fbg and ppbg and additional details in narrative of the humapen luxura. Narrative was updated accordingly. Update 15-jun-2016: pc number received from affiliate was already processed and added to the case narrative. No changes were performed to the case. Update 22jun2016: additional information received on 22jun2016 from the global product complaint database added the device specific safety summary and the manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) male patient of unknown age. Medical history included cerebral thrombosis. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) subcutaneously injections (humalog mix50 cartridge) via reusable pen (humapen luxura) for the treatment of diabetes mellitus since approximately 2010. The initial dosage regimen was 6 unspecified units each morning and 8 each evening. His physician changed it to 10 unspecified units twice a day, then 14 each morning and 12 each evening. Under physician consent, he can inject more or less depending on his blood sugar levels. Exact time to onset unknown, but approximately on (B)(6) 2016 ( two or three months ago) he had a problem with the reusable pen (product complaint (B)(4)/lot 1010b01) and did not administered his insulin lispro 50/50. On (B)(6) 2016, he experienced high blood sugar levels and was hospitalized for several days. Further information regarding exact time of entrance, discharge date, laboratory test results or outcome from the events, was not provided. Insulin lispro 50/50 treatment was continued. The patient was the operator of the humapen luxura and his training status was not provided. The humapen luxura model duration of use was not provided but was approximately more than 5 years ago. If the humapen luxura were returned, evaluation would be performed. The reporting consumer did not know if the events were related to insulin lispro 50/50 or reusable pen. Update 02jun2016: upon review, this case was opened to add the medwatch fields and product complaint number for regulatory reporting. The improper use and storage was updated to yes.